Manufacturer narrative:
Implant had to bear forces as bone graft was removed/no longer present.

Event description:
Mandible implant broke as bone graft disappeared over time. Implant has been replaced.